Event description:
It was reported that episodes of non-sustained rv oversensing due to noise were observed via session record. Patient experienced 2.5 second pause due to the noise. Lead revision was planned. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.